Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was on disconnected mode. A technical support specialist (tss) stated that the station application was accessed with cf support credentials, administrative mode was exited, and the maintenance and data synchronization services were stopped. Required database scripts were executed, results were saved, and the system operation table was cleared to prevent synchronization issues. The data synchronization service and maintenance service were then restarted, and the station was returned to application mode. Finally, the facility settings in the pes web application were updated by slightly adjusting the synchronization change tracking chunk size to complete the recovery but still issue was not resolved then dispatched fse to resolve the issue. A field service engineer (fse) reported that remote assistance was provided to set up the station and reload the biometric identification drivers, and the customer confirmed proper operation. The fse identified that remote support service was in offline and that the station, which had been in storage for an extended period, was unable to synchronize with the server. Network communication with the local router was verified, and an application object reference error was observed. The fse cleared the blank database, resynchronized the station with the server, and tested the system using the hardware test and dispensing applications, confirming normal operation. The system functioned as intended after the field service engineer repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was in disconnected mode. The data sync refused to start and not able to sync the device. There were no adverse events or injuries reported based on this event.